Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect tacrolimus results for one patient. The patient is a 15 year-old female, sid (B)(6) result of 2.98 pg/ml (reference range: 5-20) was questioned by the physician as skewed low. The patient was originally tested at another laboratory using a different platform, with results all within the reference range. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect tacrolimus reagent lot 33444fp00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Inhouse testing determined that the accuracy performance is not negatively impacted. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances, or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation no systemic issue or product deficiency of the architect tacrolimus reagent lot 33444fp00 was identified.